Event description:
It was reported that patients lead pulled from the epidural space and was coiled with the ipg. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein lead was explanted and replaced to address the issue. When implanting the replacement lead patient experienced csf leak. Patient was administered fluids to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.